Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was tested for flow accuracy and passed. The event history log (ehl) review was performed, however the event date and infusion parameters were not provided by the customer. A review of the last days of customer use in the ehl did not reveal any abnormalities that could cause or contribute to the reported problem. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump only delivered half the intravenous (IV) fluid (medication, dose, programmed amount and delivery rate unknown) during patient therapy in the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.